Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi). Abbott technical support was contacted, a device firmware reset was attempted, however the reset was not successful, and a device replacement is anticipated. The patient is stable and will continue to be monitored.